Event description:
Reference number (B)(4). Event occurred in the united stated. On (B)(6) 2024, it was reported that the patient encountered three infusion sets cannula kinked events on (B)(6) 2024 within 3 hours after insertion. The site of insertion was abdomen and buttock. The infusion set was in use for 5 hours. The blood glucose was reported 533 mg/dl and treated with bolus via pump. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-24593- device 2 of 3